Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a knee arthroscopy, the plastic insulation on the shaft of two of the devices detached. At the end of the procedure, the surgeon found that one or more of the devices produced metal debris intraoperatively. There was no harm for patient, operator or third party. The surgery was finished successfully with a new reusable shaver. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h6 the complaint is confirmed. Two unpackaged ar-8400td torpedo, 4.0 mm x 13 cm, batch 15065882, were received for evaluation. The devices were received disassembled. Upon visual inspection, the shrink tubing fep was damaged on both inner tubes. Nicks and scratches were observed on the tip of the inner tube blades and at the tip of the outside tube. The observed condition is most likely the result of interference between the device and other instrumentation or bone during use. The most likely cause for the reported failure is a user error. Per dfu-0215 at revision 1. F. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 12. If disassembly of straight devices is required to remove a clog, care must be taken to prevent damage to the teflon tubing on the inner tube during re-assembly.